Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received the following results on the mobile system within 10 minutes: 32.4 mmol/l (strip lot asku) and 11.1 mmol/l (strip lot 278464). Results were obtained using different strip lots. No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.